Manufacturer narrative:
The device was not returned for analysis as it remains in the patient; therefore, device evaluation cannot be conducted. The cause of the post procedure hemorrhage cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective. The event occurred in the patient post procedure and cause was unknown. Additional information has been requested regarding this case, however, there has been no additional information provided. Should the requested information become available a supplemental report will be submitted. Mdrs related to this event: 2029214-2017-00701. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 days after embolization treatment patient experienced a hemorrhage. It was reported that the patient was treated with two pipeline flex embolization devices. 12 days post procedure the hemorrhage was diagnosed and plavix was discontinued. Aspirin (asa) was continued, and the patient was started on brilinta. Recently the patient was readmitted due to confusion. Magnetic resonance imaging (MRI)/ magnetic resonance angiography (mra) showed new left hemispheric strokes. Repeat diagnostic angiogram showed good apposition of pipeline stent with no in stent thrombosis. Plavix has since been restarted and brilinta discontinued.

Manufacturer narrative:
Date of event - correction. Implanted date - additional information. If information is provided in the future, a supplemental report will be issued.